Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving unknown morphine via an implantable pump. The indications for use was non-malignant pain. It was reported that the patient stated they are in the hospital. The patient stated their stomach was bothering them and the pump hurts them too. The patient also stated they want the dose increased because the pump was not giving them enough medication. The patient confirmed they have not had any falls or trauma. Troubleshooting was not required. The issue was not resolved as troubleshooting is not needed. The manufacturer's patient services specialist (pss) reviewed the manufacturer representative role and redirected the patient to their healthcare provider (hcp). The patient stated they can't wait until tuesday for their managing hcp. Additional information was received from the patient's healthcare provider (hcp). It was reported that the patient was seen in office on (B)(6) 2024. The pump rate was adjusted, but they did not install the pump in the patient.

Event description:
Additional information received from the patient reported that they had been experiencing "a lot more pain for about a week, so much pain" that they "can't stand it." They were currently at a hospital and requesting someone to come to the hospital to turn the pump up.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.